Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the coil was removed from the fundal portion the tube/ right tubal insert removed in segments') in a 53-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), headache ("headache"), memory impairment ("forgetfulness") and speech disorder ("cannot pronounce words"). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, headache, memory impairment and speech disorder outcome was unknown. The reporter considered device breakage, headache, memory impairment and speech disorder to be related to essure. The reporter commented: date of therapy/ insertion date: 10 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: 1. Received: in formalin labeled "left fallopian tube with tubal inserts" additional comments: a tubal insert is not grossly identified. 2. Received: in formalin labeled "right fallopian tube and tubal inserts" additional comments: four silver metallic coiled wires, consistent with tubal inserts, are identified ranging from 2.0- 7.0 cm in greatest dimension. Ultrasound scan vagina - on an unknown date: not provided. Lot number- 755522. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : device breakage. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received : reporter information, medical history, removal date and lot number added. Event medical device removal updated to piece of the coil was removed from the fundal portion of tube was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the coil was removed from the fundal portion the tube/ right tubal insert removed in segments') in a 53-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), headache ("headache"), memory impairment ("forgetfulness") and speech disorder ("cannot pronounce words"). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, headache, memory impairment and speech disorder outcome was unknown. The reporter considered device breakage, headache, memory impairment and speech disorder to be related to essure. The reporter commented: date of therapy/ insertion date: 10 years ago diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: 1. Received: in formalin labeled "left fallopian tube with tubal inserts" additional comments: a tubal insert is not grossly identified 2. Received: in formalin labeled "right fallopian tube and tubal inserts" additional comments: four silver metallic coiled wires, consistent with tubal inserts, are identified ranging from 2.0- 7.0 cm in greatest dimension. Ultrasound scan vagina - on an unknown date: not provided. Lot number- 755522. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced memory impairment ("forgetfulness"), headache ("headache") and speech disorder ("(cannot pronounce words)"). The patient was treated with surgery (B)(6) 2020 (scheduled). At the time of the report, the medical device removal, memory impairment, headache and speech disorder outcome was unknown. The reporter considered headache, medical device removal, memory impairment and speech disorder to be related to essure. The reporter commented: date of therapy/ insertion date: 10 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced memory impairment ("forgetfulness"), headache ("headache") and speech disorder ("(cannot pronounce words)"). The patient was treated with surgery ((B)(6) 2020 (scheduled)). At the time of the report, the medical device removal, memory impairment, headache and speech disorder outcome was unknown. The reporter considered headache, medical device removal, memory impairment and speech disorder to be related to essure. The reporter commented: date of therapy/ insertion date: 10 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs: new event: medical device removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.